Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device failed calibration error 80. Expected 6, actual 29. Per review of wo notes, biomed turned the device on and it was empty, biomed verified no water came out of drain ports maybe less than 100ml. They stated that the cleaning solution was on back order and was unable to fill the device to do further testing. Biomed will call back when they receive cleaning solution to run functional test. Per follow up information received via task on 05nov2025, per work order review, device had a bad mixing pump and will be coming in for the 2000-hour pm service. Per sample evaluation results on 30jan2026, -rear caster is loose/off center, causing instability when transporting. Tank seals were found rotting/cracking. During post service testing, unit would not allow a flow adjustment above 1.650l/min.